Event description:
Customer reported yesterday device = 500 mg/dl and today device = 580 mg/dl. Customer was taken to hosp and admitted. Hosp readings were high but values were not provided. Customer was treated with an IV. No controls used. A request was made for return product and replacement product was sent.